Event description:
Related manufacturing ref: 3008452825-2021-00528. During a radiofrequency ablation procedure for atrial tachycardia, temperature issues were noted which caused a delay. The ablation catheter and mapping catheters were placed in the right atrium. Ablation was performed and the tip temperature of the ablation catheter was 81, which exceeds the range and ablation could not be performed. After changing the position, the catheter displayed 81 and was unable to display an acceptable temperature. The jack was reconnected and unplugged. The system and pressure module were restarted which did not resolve the issue. The catheter was replaced to continue the procedure, however, a similar issue occurred in the middle of the case and the catheter displayed 79. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and subsequent delay remain unknown.